Event description:
Boston scientific received information that during post-operative device check, the minute ventilation sensor and telemetry unit increased the pacing rate. Once the telemetry unit was removed, the rate was monitored and it slowly decreased to the lower rate limit. The patient had been reportedly on their way out the door and no patient impact was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.